Event description:
A report was received from the USA indicating that the device experienced a safety valve open event. There was no reported pt involvement.

Manufacturer narrative:
The device has not yet been evaluated. (B)(4).